Event description:
Additional information was received from the area representative indicating x-rays were seen at the physician's office and a clear discontinuity was visualized. The patient is now being referred for lead revision surgery. X-rays were received and reviewed by the manufacturer. The generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin seemed to be fully inserted into the generator connector block. There was part of the lead placed behind the generator and could therefore not be assessed. Electrodes seem correctly aligned on the vagus nerve. There was a suspected area, sharp angle, close to the anchor tether. A lead discontinuity is likely in this portion of the lead.

Event description:
It was reported by a company representative that high lead impedance was received at a follow-up appointment on both normal and system diagnostics with a physician. The patient was a transfer patient to the physician. The patient was referred for an evoked potential which showed a normal result. No x-rays were taken and it is unknown if there was any patient trauma or manipulation that could have had contributed to the event. Additional information from the area representative indicated the patient was referred for x-rays and the patient's device was programmed to 0 ma. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the vns patient underwent a full revision surgery on (B)(6), 2012 due to high impedance and a prophylactic generator replacement. The lead impedance after surgery was noted to be 'ok'. It was noted that during surgery the lead break was obvious. The hospital will not return the lead and generator to the manufacturer for product analysis.